Event description:
Eleven months post index procedure the patient was hospitalized for four days for a controlled angiography. The controlled angiography showed restenosis at the target lesion. This was treated with balloon angioplasty. In addition, the angiography also showed stenosis of the right posterior descending artery. This was also treated with balloon angioplasty. The patient had a 3.5x23mm cypher stent implanted at 14atms in the proximal right coronary artery (rca) in 2006. The target lesion was smooth, readily accessible and eccentric. The lesion was pre-dilated with a balloon at 12atms. The lesion was also post-dilated with a balloon at 14atms. The following medications were administered to the patient pre-procedure: aspirin, clopidogrel, statin, beta-blockers, anti-anginal medication, diuretics, ace inhibitors and heparin (pre and intra).

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.